Event description:
(B)(4): it was reported that the pump failed accuracy +6.85% (during testing). No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. No error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as, after running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Root cause of the reported issue is unknown, but out of spec delivery was observed. Replacement the expulsor assembly is needed. The product is beyond 9 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.